Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shut down during treatment of chemotherapy (medication, programmed amount and delivery rate unknown). The pump nurse was able to restart the pump but it was not accurate for appropriate length of infusion to complete. Thus there was a delay in the infusion time which caused an under infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.